Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Clip to adjust mics handle fell off while sawing. Pin attaching clip fell out. Tka case.

Manufacturer narrative:
Reported event: the pivot locking mechanism on the handpiece was compromised. Product history review: device history records indicate (B)(4) devices were manufactured under lot k07sp and all (B)(4) were accepted into final stock on 7/29/16. Complaint history review: a review of complaints related to parts in lot number k07sp, p/n 209063 shows no other complaint related to the failure in this investigation. Visual inspection: visual inspection shows the pin holding the latch fell out. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection shows the handle is not able to rotate when in the unlocked state. Conclusion: the pivot handle moves by toggling the latch. The latch is held in place with a pin. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Clip to adjust mics handle fell off while sawing. Pin attaching clip fell out. Tka case.